Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a reported blood glucose of 207 mg/dl and had been reusing supplies due to an unrelated ongoing issue. Symptoms included no reported clinical manifestations. Outcomes included no need for medical intervention and no alarms or alerts. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear and no device malfunction or component-related issue was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.